Event description:
Resident admitted to facility (B)(6) 2008 at 1330. A pad alarm was placed in wheelchair and on bed at 1630 after a fall when resident tried to get out of wheelchair. No injuries incurred. At 10:45 pm resident again tried to get out of wheelchair in her room. Alarm was in place and in chair. Alarm did not sound. Fall resulted in a fractured hip. Resident transported via ambulance to hospital (sic). U/f - (B)(4).

Manufacturer narrative:
The visual assessment found that the front side of the chair alarm was a stress mark in the upper right corner of the plastic. Also, the right reset push button switch may have received excessive force. Battery terminal connections on this chair alarm are abnormally recessed causing improper connection for the battery. With the battery pushed in completely, the unit will function properly and can be reset with reset buttons.